Manufacturer narrative:
Explanted date: (B)(6) 2019. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Explanted: unk. Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found one haptic torn. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm tmicl12.6 implantable collamer lens, - 11.50/+2.0/072 (sphere/cylinder/axis), in the patient's right eye (od) on (B)(6) 2019. The patients eye moved and the surgeon removed the lens. There was no patient injury and the backup lens was implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.